Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic wedge resection procedure, while stapling on lung tissue, the stapler cannot be fired. A new handle was used together with the same reload to resolve the issue. There was no patient injury.